Manufacturer narrative:
Pr 9338537 follow up MDR for device evaluation (leak between connector and mating component): no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2305501, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues were identified. Three retained samples from lot 2305501 were used for additional evaluation. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Materials#: 515070, batch#: 2305501. It was reported by the customer that issue with the phaseal c35-o connector and the cadd 100ml cassette (21-7047-24) leaking or coming apart. Verbatim: cadd 100ml cassette (21-7047-24) - 4365452. Phaseal optima c35-o connector - 2305501. Issue with the phaseal c35-o connector and the cadd 100ml cassette (21-7047-24) leaking or coming apart. This is happening during prep when the techs are pushing the 5fu into the cassette before attaching the extension tubing. We already have dealt with the issue of not using phaseal at the interconnect point between the cadd cassette and the extension tubing since we had a lot of disconnects there in the past. Let me know if that is part of the discussion too or if this is a separate issue. We have had one or two of the phaseal connectors pop off the cassette tubing recently during preparation and then one today where leaking of 5fu occurred where the two interface. The techs say that the connector was firmly seated in all cases. The lot for today's products are below. Cadd 100ml cassette (21-7047-24) - 4365452. Phaseal optima c35-o connector - 2305501.

Event description:
Materials#: 515070 batch#: 2305501 it was reported by the customer that issue with the phaseal c35-o connector and the cadd 100ml cassette (21-7047-24) leaking or coming apart. Verbatim: * cadd 100ml cassette (21-7047-24) - 4365452 * phaseal optima c35-o connector - 2305501 issue with the phaseal c35-o connector and the cadd 100ml cassette (21-7047-24) leaking or coming apart. This is happening during prep when the techs are pushing the 5fu into the cassette before attaching the extension tubing. We already have dealt with the issue of not using phaseal at the interconnect point between the cadd cassette and the extension tubing since we had a lot of disconnects there in the past. Let me know if that is part of the discussion too or if this is a separate issue. We have had one or two of the phaseal connectors pop off the cassette tubing recently during preparation and then one today where leaking of 5fu occurred where the two interface. The techs say that the connector was firmly seated in all cases. The lot for today's products are below. Cadd 100ml cassette (21-7047-24) - 4365452 phaseal optima c35-o connector - 2305501

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. Patient problem code: f26 ¿ no health consequences or impact device problem code: a0504 - leak / splash